Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual inspection did not find any anomalies on this portion of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient passed away due to cardiac arrest, mediastinal bleed, and aortic aneurysm. There is no allegation from a healthcare professional that the dual chamber pacemaker system caused or contributed to the patient's death.